Event description:
It was reported that the physician used a disposable varices injector to inject into the pt's papilla. Following successful injection and during removal of the endoscope, it was noted that the needle had dislodged into the pt's duodenum. The physician immediately retrieved the detached portion of the needle utilizing snare. No further complications occurred and the pt is reported to be in good condition.